Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd q-syte luer access split septum had flow issues during use. The following information was provided by the client: "when we put infusions ready for operations, we put qsyte valve to end tip of 3-way extension tubing. I this case the system did not start to flow before we changed the valve 2 times. "